Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was found out to be wrapped around a vein and causing stenosis. Additional information obtained from the field which indicated that did not show up during the scheduled surgery. As of this time, the lead remains in service. No adverse patient effects reported.